Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025,it was reported that the patient didn't want to eat, and felt a little dizzy 5 days after the sensor was put on the arm. Her cgm receiver was 400 mg/dl so she took some insulin, then did bg fs of 365 mg/dl. Sometime later the patient felt poorly and 911 was called by the neighbor. When 911 came they had her bg at 23-25 mg/dl and cgm receiver showed 400 mg/dl so they gave her so much glucose and gave her IV. Emergency brought her to a hospital, her cgm receiver still showed 400 mg/dl. She didn't recall what was the bg reading. Sometime, they gave her 4 units of insulin and she was discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. When the patient first got symptoms, the reported glucose values fall within the a zone of the parkes error grid. When 911 was called, the reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.